Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, at the fourth stapling, the stapler knife pushed tissues so the staples were malformed. The surgeon was able to catch the cutting with a new charger. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5397g.